Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of booting difficulty, it booted in 34 seconds however the hard drive was reconfigured and the software reloaded as a preventive. It was additionally noted that the stylus would not align with the cursor on the screen and the overlay/bezel assembly was therefore replaced. Device passed its final functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was having difficulty booting up or that it was taking a very long time. The programmer was returned for service. No patient complications have been reported as a result of this event.